Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the device fired the full linear range of the reload. The staple line was over sewn after surgeons fired the instrument. They usually inspect the staple line immediately after devices are fired to prevent damage or bleeding.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the surgeon noticed bleeding of the sigma branch after firing the reload. In order to fix the problem, the surgeon used two clips to stop the bleeding. Blood loss was not extensive. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the handle noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired with the jaws open. Engineering evaluation of the reload noted some damage on the cartridge surface in what appears to be an impression of a formed staple within the cartridge knife slot. Further engineering evaluation also noted that the cartridge pushers were found to be at varying heights in relation to the cartridge surface indicating the device may have been fired on tissue of inconsistent thickness or over a previously applied staple line. Functionally, the handle was loaded with pmv representative straight and roticulator reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to damaged cartridge surface. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).